Event description:
Issue when testing isoflurane vaporizer when installing new equipment. Isoflurane detection intermittent on new ventilation module, indicating some internal failure of the vaporizer.